Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via facebook "the double lumen 4fr walls are thinner than the 5fr double lumens. Difficult to flush, kink easily in the vein, patient is unhappy, defeats the purpose of inserting a double lumen PICC. We have removed quite a few malfunctioning bard 4fr double lumen piccs because of kinks in the catheter after insertion. It is impossible to straighten a kink as it reverts back to kinking. Have to replace it eventually. Theoretically, a double lumen PICC sounds good practically malfunctions a lot."